Event description:
It was reported that the customer did a bolus of 16.0 units for breakfast in the morning and her blood glucose was 296mg/dl. Hours later her blood glucose dropped very low and she was treated. Troubleshooting was performed. The bolus history was reviewed and found a bolus of 16.0 units with blood glucose of 491mg/dl. There was also another bolus of 9.0 units of active insulin with blood glucose of 296mg/dl. The bolus history showed that the customer delivered 22.0 units of insulin. It was stated that the insulin pump programmed a bolus that was not programmed in. It was stated that the customer does not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.